Event description:
Device 1 of 2. See MFR report: 1627487-2012-10224. The pt has two scs systems implanted (thoracic and cervical). It was reported, the pt's recharge burden has increased. In addition, the pt experiences pocket heating while charging. Replacement charging systems have been issued to the pt. There is no further info available at this time.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.